Manufacturer narrative:
(B)(4). Approximate age of device - 18 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (b)(64) 2017. It was reported that the patient experienced a seizure on (B)(6) 2017. There had been a hypertensive episode postoperatively on an unspecified date; however, it was not specified if this correlated to the seizure. A small subdural bleed was visible on CT scan. It was reported that the patient was neurologically intact. Anticoagulation was held, and on (B)(6) 2017 another CT revealed that the subdural bleed resolved. Later that day, the patient was found obtunded with a fixed and dilated pupil. A CT scan revealed that the subdural bleed had expanded. Support was withdrawn (B)(6) 2017. It was reported that the lvad was operating as expected. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.